Event description:
It was reported soon after a refill, the patient became lethargic. It was noted this occurred after every refill. The patient was then reported as obtunded and would see their healthcare professional (hcp) tomorrow to be refilled with saline. It was noted the pump was stopped at the facility and the patient was discharged as of last friday. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).